Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif)-tibial plateau surgery, a surgeon was inserting 3.5mm cortex screw into a proximal lateral tibia plate using small hexagonal screwdriver shaft. While inserting the screw, part of the drive shaft sheared off and stuck into the head of the screw. The surgery was delayed approximately five (5) minutes in order to attempt to retrieve the drive shaft fragment. The drive shaft fragment could not be retrieved and remains in the patient. Surgery was completed successfully without any other medical intervention required. This report is 2 of 2 for (B)(4).